Event description:
Edwards received information that the device was explanted due to aortic insufficiency relating to endocarditis. Preoperative transesophageal echocardiogram indicated dehiscence of the aortic valve with rocking of the prosthesis, moderate paravalvular leak, probable vegetation on the prosthetic valve leaflets. During the operation, it was observed that there was almost a complete dehiscence of the aortic prosthesis valve with infection and abscess formation throughout the entire annulus. There was an abscess which had eroded in to the right ventricle forming a small ventricular septal defect. There was a fairly large abscess from a posterior perforation just lateral to the left coronary ostia. The replacement valve was well seated with no significant valvular paravalvular leak. Patient also had a mitral valve replacement and aortic root repair in this same procedure. Patient was transferred to the intensive care unit in critical condition. Postoperative, patient remained in intubation with hypotension despite significant and maximal inotropic/pressor support. Patient also had renal failure, worsening lactic acidosis, and was noted to have cold right foot without palpable/dopplerable pulses. At 13:05 on (B)(6) 2015, patient's hypotension worsened and patient was found to be in pulseless electrical activity (pea), which was treated. Patient was found to be pea despite av pacing and maximal doses of levophed, vasopressin and epinephrine. The futility of chest compressions at the patient's state was discussed with the family and cardiologist. Despite maximal medical interventions, patient expired at 14:03pm.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was not released by the hospital. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Follow up attempts to obtain further information have been performed. Without the return of the device or additional information, edwards is unable to investigate root cause for the explant. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately two (2) years and five (5) months, was explanted due to unknown reasons. The explanted device was replaced with a 21mm bioprosthetic valve.